Manufacturer narrative:
Mentor became aware on august 12 2020 that patient code for "pain" was missed in initial submission. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2020, additional information received indicated that the patient mentioned breast is swollen - causing a lot of pain, pain all around implant. Family history of breast cancer loosing sleep, and breasts are too large for her body she's having a really tough time feel like she's going to die manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device. Generalized illness (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memoryshape¿ mm 375cc silicone breast implants which the patient reporting generalized illness as bilateral breast pain, left side device flipped under nipple, right side back pain, rib pain, numbness in hands/fingers, breast enlargement with fluid, tissue build up, sleep disturbance, hair loss, chest pain, feels like she has the flu, bad body odor, headaches, chill. The MRI examination indicated lot of fluid and tissue built up on the right side, allergic reaction. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.